Event description:
Bridge tubing separated while in use on a patient, which resulted in blood loss. Tubing quickly reconnected with no effect to patient. Related to MFR report #2248146-2014-00206.

Manufacturer narrative:
No device was returned for evaluation therefore the complaint could not be confirmed; however, an investigation into the reported issue was conducted. The investigation concluded that a possible cause could be that the bridge line became loose during arrangement into the tray or rough handling during shipping. These connections are inspected by manufacturing personnel during assembly, however in order to prevent any potential issues in the future, the bridge line will be connected after placement into the tray. Lot records were reviewed and no non-conformities were found related to the event. (B)(4).